Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation it was noted that the right atrial lead exhibited noise that was over-sensed by the device and led to pacing inhibition. It was noted that the lead exhibited noise since the implant date. No intervention was performed. The patient was in stable condition and will continue to be monitored.